Manufacturer narrative:
No patient information provided as no patient was involved in this concern.a medtronic representative, following-up at the site, reported it appeared the caster had been sheared off in the shipping crate.RMA issued. Replacement caster shipped to site 04/14/2014. Suspect part has not been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a navigation system that, when uncrated, had a caster that was not attached. It appeared the caster bolt broke during shipping. There was no patient present when this issue was identified.

Manufacturer narrative:
The navigation system cart was confirmed to have a broken caster wheel. The reported event was confirmed. The entire cart was replaced to resolve the issue. A medtronic representative replaced the cart and tested the equipment. The hardware, software, and instruments passed the system checkout.